Event description:
It was reported the system displayed communication fail error message. This resulted in a system freeze or lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on 5v power supply was readjusted. The system was tested and found to be working as intended and returned to service.